Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone and an unresponsive keypad. The patient's blood glucose at the time of incident was 179 mg/dl. A battery changed stopped the tone for a short period of time, but the tone recurred. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump had no button response due to corrosion on the lcd board. No audio beep/constant tone alarm anomaly was noted. No frozen screen was noted. The pump passed the idle current test. Unable to perform the run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the button keypad anomaly. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.